Event description:
Philips received info from a customer site that while a pt was on the table for set-up of a plan study and the operator had moved to the control room the table top began to move in, then out of the bore, very quickly. The table moved out until end of travel was reached, which jarred the pt. There was no report of injury to pt or operator as a result of this reported event.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Philips field service engineer (fse) evaluated the system and found that the resolver had failed. The resolver is the component used to reference how fast the table top needs to move in order for the system to be able to scan in the pitch needed. The failed resolver caused the system to not know how fast the table top needed to go, but accelerated the table top in the requested direction. This jolted the table and caused the quick motion out of the bore. The fse replaced the resolver. There has been no issue with the table following replacement of this component. (B)(4).